Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/12/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump history was reviewed and showed that the total daily insulin history totals correctly added up to the users programmed basal rates. A review of the alarm history showed only typical usage; there were no errors or alarms associated to the complaint. The pump was tested on a 29 hr flow accuracy test and was found to be delivering appropriately. The original complaint was not duplicated during the investigation. The black box showed evidence of date and time reset to the default on (B)(4) 2012. Unrelated to the complaint, evaluation revealed a discolored display screen. During evaluation, the pump cover was removed and the internal battery was found to be leaking. The keypad was found to be torn at the down arrow key. All keys were found to respond to button presses. The keypad cover was removed and no evidence of contamination was found on the key contacts.

Event description:
On (B)(4) 2012, the reporter contacted animas stating that the patient was experiencing very high blood sugar levels at noon every day even without eating. The reporter reportedly was not clear as to the reasons why the patient was having high blood sugar levels and did not report bg values. Additionally, it was not clear as to whether or not there was a pump malfunction. This complaint is being reported due to the allegation that reporter thought that there may have been issue with the pump.